Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient who works in the biochemistry department and was tested for the hba1c test on a cobas b 101 instrument. The hba1c result from a finger stick on the b 101 instrument was 47 mmol/mol (6.5%). The customer didn¿t initially question this result. The customer contacted the patient as a general follow up and the patient indicated she had gone to her general practitioner the week following the result of 47 mmol/mol and the hba1c result from a venous sample sent to the laboratory was 35 mmol/mol (5.4%). The customer re-tested the patient on the b 101 instrument and the result was 38 mmol/mol (5.6%). The customer runs quality controls (qc) on the instrument daily and the results have always passed. There was no allegation that an adverse event occurred. The patient is currently doing well. The b 101 instrument serial number was (B)(4).

Manufacturer narrative:
Catalog number, lot number and expiration date were updated. Batch lot records were reviewed and there were no observations. Retention hba1c discs were measured with blood compared to a reference method and 5 repeats at 2 levels showed acceptable results. Investigations are ongoing.

Manufacturer narrative:
The customer's hba1c discs are no longer available for investigation. During the investigation using retention hba1c discs, the customer's high results were not reproduced. Since the customer's discs are no longer available, a specific root cause could not be identified for this event. The patient has been diagnosed with the hemoglobin variant beta thalassemia trait. There is no data indicating beta-thalassemia disease has any effect on cobas b 101 instrument tests. Product labeling does state, however, that "care must be taken when interpreting any hba1c result from patients with hb variants. Abnormal hemoglobins might affect the half life of the red cells or the in vivo glycation rates. In these cases even analytically correct results do not reflect the same level of glycemic control that would be expected in patients with normal hemoglobin."

Manufacturer narrative:
On (B)(6) 2017 the patient had an hba1c from the sebia capillary 2 system of 35 mmol/mol (5.4%). The customer's re-test of the patient on the b 101 instrument that produced the hba1c result of 38 mmol/mol (5.6%) was on (B)(6) 2017.